Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the right ventricular lead dislodged. Loss of capture was observed and r waves dropped. The lead was explanted and replaced. The patient was stable. Dislodgment was verified by chest x-ray.